Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting. This complaint has been reviewed and will be reported on the asr.

Manufacturer narrative:
No product is expected to be returned.